Event description:
Description according to complainant: a (B)(6) female underwent a thoracic endovascular repair procedure on (B)(6)2014. The patient did fine in procedure and post op. Then it became emergent on (B)(6) 2014 the patient had a retrograde type a dissection. A graft was sewn in across the transverse arch and the patient was saved.

Manufacturer narrative:
(B)(4). Investigation is in progress.